Manufacturer narrative:
A resmed customer representative assisted the reporter of the complaint with instructions for troubleshooting. The device has not been returned to resmed, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.